Event description:
It was reported that monopolar electrocautery was used during a lead revision procedure. After electrocautery was used, an advanced bionics rep was unable to establish communication with the device. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. The pt was implanted with a new advanced bionics spinal cord stimulator.